Manufacturer narrative:
The device is not available for evaluation. The investigation is pending. The device history report will be provided.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the intravenous tubing was separated and blood from the peripheral intravenous was coming out. There was approximately 100-150 cc of blood leaked from the tubing. There was patient involvement, but no harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.